Event description:
It was reported that during reprocessing, the user facility found a frayed cable on the prograsp forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Failure analysis investigation found the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found.